Event description:
Caller alleges her husband had a st.judes medical (ICD) implanted about four years ago, she believes the device was malfunctioning and the manufacturer was notified. However, caller believes she was provided with inaccurate information and they never received any information about the device being recalled. Caller's husband unfortunately passed away suddenly on (B)(6) 2019 and she believes the device maybe responsible for his passing. Caller is speaking to lawyers to look into the issue and wants the FDA to investigate this.